Manufacturer narrative:
The reported complaint of a broken blood port could not be confirmed. Without the return of the sample or a photo/video a comprehensive review could not be performed and a probable root cause could not be determined. No lot received for a device history record (DHR) review. Updated information can be found in d9.

Event description:
The complaint involved the following device: 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock. The blood port of the device reportedly broke while attempting to flush for a patient. The rn went to the patient room to administer medication of IV zofran. The rn took off the green hub cap off of the blood port, cleaned per policy with prevantix, and attached a saline flush. As the flush was attached, a loud popping sound was heard with small plastic fragments and IV fluids spilling onto bed. The piv (peripheral venous line) began to "backflow blood towards no open site of tubing". There was no patient harm.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.